Event description:
The customer stated, that she tested her blood glucose one evening and received a reading of "lo." She was not feeling well, so her husband took her to the hospital. The hospital retested her glucose 10 minutes later and received a reading of 274 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While attempting to troubleshoot the breeze2 system, the customer went to look for control solution and the call was disconnected. Attempts to reach the customer by phone have not been successful. No product will be returned for evaluation.